Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had no stimulation and was having the same problem as before with bladder control. The patient did not have a patient programmer and was trying to use a different patient programmer on her device but was told it was the wrong remote. The patient also stated that she had to go back on her medication and she can't afford it. Additional information was received from the patient. It was reported that the patient implant was not working, which was clarified that the patient had a return of symptoms and was not feeling the stimulation (thumping). During troubleshooting, the programmer showed the stimulation was on at program 1, 2.0v. The patient increased the stimulation during the report but started having a burning sensation down the leg, so the patient lowered t0 2.4v, which resolved it. The patient mentioned no stimulation was felt. Additional information was received from the patient. It was reported that the patient's device had not worked for over a year, which was previously clarified to mean the patient had a return of symptoms and was not feeling stimulation. The patient was back on pads and oxybuton. Caller was redirected to their healthcare provider for possible reprogramming as they had tried all 4 programs and they were not effective. Additional information received from the patient reported that the implant ¿hasn¿t worked¿ in 3 years. The healthcare professional (hcp) to the patient to get a hold of the manufacturer¿s representative. The manufacturer then told the patient to go back to their doctor for the issue. They were not getting help so they stopped using the device. Now, the patient was back on medications since the implant did not work for them. They did not want to go back to their hcp as they did not want to help them. The patient was sent hcp listings in case they wanted to try and ge the implant working. Additional information was received from a healthcare provider (hcp) indicating that the patient¿s bladder stimulator was removed because it was ¿non-functioning.¿ the caller did not know what was meant by non-functioning and they didn¿t know why. The caller reported the removal occurred in (B)(6) 2019. On (B)(6) 2019 the caller reported that the patient had their device removed along with the leads due to needing an MRI and it was not working for them. The caller noted the issue began 3-4 months after implant. No further complications were reported.